Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets did not allow for the full medication to infuse appropriately. This was noticed during use of the devices. The event was described as, "medication not pulling from secondary line when pump infusing." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: f10/h6: medical device problem codes (update code to better capture event), h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.